Manufacturer narrative:
S of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. At a next step the pacing impedance graph received for analysis was inspected and the high value of the atrial pacing impedance mentioned in the complaint description was confirmed. However, based on the information available for analysis not conclusions can be drawn regarding the root cause of this observation. Should additional relevant information or the devices themselves become available, the investigation will be updated.

Event description:
Ous MDR - it was reported that after nearly 5 years of implantation, during a follow-up the measurements of atrial impedance were > 3200 ohms in both uni and bipolar settings. Atrial capture was obtained at 3.6v @ 1.5ms in bipolar and 3.5v @ 1.5ms in unipolar. Several mode switches stored due to noise on atrial lead. This device remains implanted and no implant date was provided. No adverse patient side effects were reported.